Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Visual inspection: the aim-arm 130° f/pfna blade (part# 356.811, lot# 2117438) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the device had deformation on the guiding hole, which result in a non-alignment. Thus, confirming the complaint condition. In addition, the instrument is in a very used condition with impression marks and scratches all over, which is an indication of regular use through its more than 10 years of lifespan. Functional test: a functional assessment was not performed on the complaint device as the device was received by itself. Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related to damage at the device, therefore no functional test is needed. Can the complaint be replicated with the returned device(s)? Unable to perform as the device was received by itself. Dimensional inspection: a dimensional inspection for the received device was not performed due to post-manufacturing damage. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the received device was damaged that contributed to the reported condition. The potential cause for the device interaction condition could be due to deformed guiding hole. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the aiming arm was jammed. The drill box could not be placed through the guide arm. There is no further information available. This report is for 1 aim-arm 130° f/pfna blade. This is report 1 of 1 for (B)(4).